Event description:
Customer called on (B)(6) 2012 reporting that one of her laboratory technicians cut his finger while attempting to open a bottle of beckman cx ammonia/alcohol control as he attempted to remove the metal seal from the bottle. Customer reported that the technician was not wearing gloves at the time of the incident. The technician did seek medical attention and was treated for a small laceration on his right thumb but did not require stitches. The technician also received a tetanus shot as prophylaxis for infection.

Manufacturer narrative:
Evaluation - conclusion: the laceration was caused by the metal seal on the bottle.